Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Correction: section a4 - patient's weight was corrected from 150 pounds to 175 pounds. It was reported to abbott, a patient¿s ipg was replaced due to being at end of life. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg became inoperable. Surgical intervention may be pending to address the issue.